Event description:
Wiring on the lamp receptacle of the harmony light caused melting in the plastic receptacle and failure of the light. Potential fire hazard. Appears that wiring is failing and the connectors are also failing causing a spark gap and resulting in the burning of the male connector and melting of the plastic housing of the lamp connector.